Manufacturer narrative:
Results of investigation: it has been reported that a polarstem modular head for impactor (75023711) was found broken after surgery. The device, used in treatment, was returned for investigation. The reported failure mode can be confirmed upon visual inspection. A small piece is chipped off from the distal rim. The production documentation was reviewed, there was no deviation found. Furthermore, no additional complaint was logged for the batch in scope. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. No breakages could be reproduced. The root cause for this fracture stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Internal complaint reference number: (B)(4).

Event description:
It was reported that the polarstem modular head for 21000662 was found broken after a thr procedure. No injuries or surgical delays reported.